Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 143861-2011-08007. The patient was implanted with a scs system on (B)(6) 2006. It was reported that right before the ipg replacement procedure, the existing ipg did not communicate with the patient programmer. It was notified by the patient that the scs system had not been used within the past one year. The ipg was replaced by a new device on (B)(6) 2011. During the procedure, the existing lead was tested intra-operatively, and exhibited invalid impedances on all contacts. The physician replaced the single lead with two new leads. No patient complications were reported as a result of this event and stimulation was recaptured. No further information is available at this time.